Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 102 ¿pic not responding¿ during therapy of .09 normal saline solution (programmed amount and delivery rate unknown) in the medicine I department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported error 102, which was not reproduced during evaluation. A review of the event history log identified a single "system error 102" message in relation to the "error 102" allegation. Evaluation did not observe any symptom or potential cause of an "error 102" and determined that no action is necessary to address this complaint. Should additional relevant information become available, a supplemental report will be submitted.